Manufacturer narrative:
Date of event is estimated. During the processing of this complain, attempts were made to obtain patient information.

Event description:
It was reported the patient's ipg had become inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. There were no complications during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.